Manufacturer narrative:
The complainant has indicated that no additional information would be provided at this time. Based on the information available, no conclusions can be made. A lot number was not provided, therefore a review of the manufacturing records could not be conducted. Recurrence is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. This MDR represents the bard mesh reported to have been implanted in 2009 a separate MDR was sent to document the sepramesh reported to have been implanted in 2011. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It has been reported that in 2009 the patient underwent abdominal hernia repair and was implanted with a bard mesh device. As reported the hernia recurred and in 2011 the patient twice underwent emergency surgery and was implanted with a bard sepramesh. Following the surgery in 2011 it is reported that the patient experienced complications of bleeding in which a drain had to be placed, numbness of the leg (unspecified side), hernia recurrence and most recently in 2016 a bowel obstruction and hospitalization.

Event description:
It has been reported that in 2009 the patient underwent abdominal hernia repair and was implanted with a bard mesh device. As reported the hernia recurred and in 2011 the patient twice underwent emergency surgery and was implanted with a bard sepramesh. Following the surgery in 2011 it is reported that the patient experienced complications of bleeding in which a drain had to be placed, numbness of the leg (unspecified side), hernia recurrence and most recently in 2016 a bowel obstruction and hospitalization. Addendum to include original complaint, as well as, additional information  provided by the patients attorney: (B)(6) 2009: the patient underwent abdominal hernia repair and was implanted with a bard/davol composix l/p(device #1) mesh device. (B)(6) 2011:the patient twice underwent emergency surgery and was implanted with a bard/davol sepramesh ip(device #2). Following the surgery in 2011 it is reported that the patient experienced complications of bleeding in which a drain had to be placed, numbness of the leg (unspecified side), hernia recurrence. 2016:the patient had a bowel obstruction and hospitalization.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information provided by the attorney identified the previously ¿unspecified bard/davol mesh¿ as a bard/davol composix l/p(device #1) of (B)(6) 2009, and the implantation date of 06/21/2011 for the sepramesh ip(device #2). As previously reported, there is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. The attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time.recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication.based on the limited information provided at this time, no conclusions can be made between the bard/davol composix l/p(device #1) used to treat the patient and any problem with the device. This emdr represents the bard/davol composix l/p (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
The complainant has indicated that no additional information would be provided at this time. Based on the information available, no conclusions can be made. A lot number was not provided, therefore a review of the manufacturing records could not be conducted. Recurrence is identified in the adverse reaction section of the IFU as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant, brand name and 510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2008) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh - composix l/p (device #1). An additional supplemental emdr was submitted to represent the bard/davol sepramesh ip (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It has been reported that in 2009 the patient underwent abdominal hernia repair and was implanted with a bard mesh device. As reported the hernia recurred and in 2011 the patient twice underwent emergency surgery and was implanted with a bard sepramesh. Following the surgery in 2011 it is reported that the patient experienced complications of bleeding in which a drain had to be placed, numbness of the leg (unspecified side), hernia recurrence and most recently in 2016 a bowel obstruction and hospitalization. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of composix l/p mesh (device #1). Per op notes, ¿an composix l/p mesh (device #1) was placed into the peritoneal cavity using sutures.¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of mesh (device #1) and implant of sepramesh ip (device #2). Per op notes, ¿a vertical midline incision was made through skin and subcutaneous tissue and down to the hernia sac. The mesh (device #1) and metal tackers were removed. A sepramesh ip (device #2) was tacked in a prefascial position using sutures.¿ (B)(6) 2018 - patient underwent laparoscopy lysis of adhesions, exploratory laparotomy and small bowel resection. (Note: no op notes were provided).